Event description:
It was reported that while using bd preset¿ abg syringe with luer-lok tip and attached needle, some data is not detectable in six (6) devices. This includes aado2 alveolar blood oxygen partial pressure and hemoglobin blood oxygen partial pressure. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary: material #: 364327. Lot/batch #: 3137143. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated for their heparin content and no issues were observed relating to unable to detect results as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of unable to detect results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ abg syringe with luer-lok tip and attached needle, some data is not detectable in six (6) devices. This includes aado2 alveolar blood oxygen partial pressure and hemoglobin blood oxygen partial pressure. No patient impact reported.